Manufacturer narrative:
Initial.

Event description:
It was reported that the user initiated a tubing fill while still connected to the infusion set and pump, with approximately (B)(4) units primed, and the user stated they were out of insulin at the time; the user then completed a supply change with coaching and will monitor blood glucose. Symptoms included unknown glycemic impact. Outcomes included no hospitalization and no device alerts or alarms. Investigation included troubleshooting and user education on correct supply change and tubing fill procedures. Investigation of this case revealed an operational use issue related to filling tubing while connected, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user error was the most probable cause.